Event description:
It was reported that customer experienced blockage alerts on pump and received messages during insulin delivery stating that insulin was blocked. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.